Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they first noticed the infection after their 2016 implant about three weeks after implant. They had received the implant for overactive bladder with incontinence and bowel incontinence. The device information was unknown. They believed they were implanted that january and had the device removed in (B)(6), but were not sure. They noted they were scheduled to get another one put in on 2021-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported by patient who had called to¿find out if they could make adjustment's on the trial they had put in yesterday that they had a permeant implant five years ago but it got infected and had to be removed. The patient stated they thought it was implanted in (B)(6) of 2016 and that three weeks later, they had been in (B)(6) visiting a friend and when they woke up, there was a huge boil the size of an orange. The patient stated that they went and saw a doctor and the doctor said it was cellulitis and sent the patient home with antibiotics, but when they got back from the appointment, they bent over and the boil burst and went every where. The patient called an ambulance and they took the patient to the hospital and removed everything. Patient services sent an email to the patient's manufacturer representative about their question on the trial they were currently in. The patient was unable to provide the doctor's name as they did not¿ know it.